Manufacturer narrative:
An event of device embolization with patient effects of hypotension and non-specific EKG/ECG changes was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported device embolization, hypotension, and non-specific EKG/ECG changes, could not be confirmed. A surgical intervention is a result of case-specific circumstances, as the device was removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer amulet delivery sheath. The sizing of the device determined based on 3d measurements intra operative abd fe0ps measurements and modelling. The left atrial pressure was 22mmhg. The amulet was implanted after multiple recaptures due to difficulty reducing posterior shoulder and close criteria was performed. A tension test was performed three times and the device compression was in a tire shape. Approximately 20 minutes after implant, the patient suffered hypotension and ecotic beats and confirmed the amulet was embolized to mitral valve. The amulet was surgically removed via surgically and ligation of laa. The patient was reported stable and discharged.